Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Patient reported through company representative "one of my breast implants has been diagnosed as ruptured". Patient later reported no complaint against the device and rupture was on the contralateral side. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through company representative "ruptured". This record is for the right side. The device remains implanted.